Event description:
It has been reported that a cardinal health heel warmer burst while being activated by a nurse, landing in her eye. Pain and redness of rn¿s eye was noted, the eye was flushed with saline, and no other medication was provided. The pack material was removed by cold water in the sink. The nurse reported no issues after the incident.

Manufacturer narrative:
No samples were returned by the customer and therefore we are unable to confirm the root cause for the issue reported. Device history record review was completed on the reported lot v2s065.the lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Cardinal health will continue to monitor and trend all reported product related issues for this product.